Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a dialyzer leak from the potting five minutes after initiation of a patient's hemodialysis (hd) treatment. Upon follow-up, the facility confirmed an internal dialyzer blood leak occurred five minutes after the initiation of hemodialysis treatment. An external dialyzer leak was also noted from the potting, but no additional information was provided regarding the external dialyzer leak reported. A non-fresenius hemodialysis machine and non-fresenius bloodlines were being utilized for the treatment. The machine alarmed appropriately with a blood leak alert. It is unknown if blood test strips were used. The patient's blood was not returned. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on the same machine. The estimated blood loss (ebl) was 250ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not indicated to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were three other complaints reported against the lot. The complaints address leaks; one internal blood leak (no sample) and two external prime leaks (no samples). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A review of the production record was performed. There was one nc (1211250: damaged screw flange ports from molding) with associated rework (401-2022) noted on the lot, which are not related to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility registered nurse (rn) reported a dialyzer leak from the potting five minutes after initiation of a patient's hemodialysis (hd) treatment. Upon follow-up, the facility confirmed an internal dialyzer blood leak occurred five minutes after the initiation of hemodialysis treatment. An external dialyzer leak was also noted from the potting, but no additional information was provided regarding the external dialyzer leak reported. A non-fresenius hemodialysis machine and non-fresenius bloodlines were being utilized for the treatment. The machine alarmed appropriately with a blood leak alert. It is unknown if blood test strips were used. The patient's blood was not returned. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on the same machine. The estimated blood loss (ebl) was 250ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not indicated to be available to be returned for manufacturer evaluation.